Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches"), genital haemorrhage ("heavy / abnormal bleeding"), mental disorder ("psychological / psychiatric problems"), urinary tract disorder ("urinary / bladder problems"), pelvic pain ("pain") and bladder disorder ("bladder problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the dyspareunia, abdominal distension, headache, genital haemorrhage, hormone level abnormal, mental disorder and urinary tract disorder had resolved and the pelvic pain and bladder disorder outcome was unknown. The reporter considered abdominal distension, bladder disorder, dyspareunia, genital haemorrhage, headache, hormone level abnormal, mental disorder, pelvic pain and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, hearing loss, constipation, constipation and anxiety. Concurrent conditions included post-traumatic stress disorder, weight gain and abdominal bloating. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches"), genital haemorrhage ("heavy / abnormal bleeding"), mental disorder ("psychological / psychiatric problems"), urinary tract disorder ("urinary / bladder problems"), pelvic pain ("pain") and bladder disorder ("bladder problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the dyspareunia, abdominal distension, headache, genital haemorrhage, hormone level abnormal, mental disorder and urinary tract disorder had resolved and the pelvic pain and bladder disorder outcome was unknown. The reporter considered abdominal distension, bladder disorder, dyspareunia, genital haemorrhage, headache, hormone level abnormal, mental disorder, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2019: both essure micro inserts are seen at satisfactory position at the junction between the myometrium and fallopian tube bilaterally. Both essure micro inserts are seen at satisfactory position at the junction between the myometrium and fallopian tube bilaterally.. X-ray - on (B)(6) 2017: device is correctly sited. He01106- invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-may-2022: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches"), genital haemorrhage ("heavy / abnormal bleeding"), mental disorder ("psychological / psychiatric problems") and urinary tract disorder ("urinary / bladder problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the dyspareunia, abdominal distension, headache, genital haemorrhage, hormone level abnormal, mental disorder and urinary tract disorder had resolved. The reporter considered abdominal distension, dyspareunia, genital haemorrhage, headache, hormone level abnormal, mental disorder and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of dyspareunia ("dyspareunia") in an adult female patient who had essure inserted (lot no. He01106) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of anxiety, constipation, constipation, hearing loss and depression. Concurrent conditions were listed as abdominal bloating, weight gain and post-traumatic stress disorder. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced dyspareunia (seriousness criteria medically important and intervention required), abdominal distension ("bloating"), headache ("headaches"), genital haemorrhage ("heavy / abnormal bleeding"), mental disorder ("psychological / psychiatric problems"), urinary tract disorder ("urinary / bladder problems"), pelvic pain ("pain") and bladder disorder ("bladder problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (hysterectomy bilateral salpingectomy). At the time of the report, the dyspareunia, abdominal distension, headache, genital haemorrhage, hormone level abnormal, mental disorder and urinary tract disorder had resolved. The outcomes for pelvic pain and bladder disorder were unknown. The reporter considered abdominal distension, bladder disorder, dyspareunia, genital haemorrhage, headache, hormone level abnormal, mental disorder, pelvic pain and urinary tract disorder to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2019: both essure micro inserts are seen at satisfactory position at the junction between the myometrium and fallopian tube bilaterally. Both essure micro inserts are seen at satisfactory position at the junction between the myometrium and fallopian tube bilaterally. [X-ray] on (B)(6) 2017: device is correctly sited. The most recent follow-up information incorporated above includes data received on: 14-apr-2022: medical record received. Lot number added. Patient & reporter information updated. Medical history & concomitant condition updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches"), genital haemorrhage ("heavy / abnormal bleeding"), mental disorder ("psychological / psychiatric problems"), urinary tract disorder ("urinary / bladder problems"), pelvic pain ("pain") and bladder disorder ("bladder problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the dyspareunia, abdominal distension, headache, genital haemorrhage, hormone level abnormal, mental disorder and urinary tract disorder had resolved and the pelvic pain and bladder disorder outcome was unknown. The reporter considered abdominal distension, bladder disorder, dyspareunia, genital haemorrhage, headache, hormone level abnormal, mental disorder, pelvic pain and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-nov-2021: reporter information added. Events: pain, bladder problems added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. He011d6) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of weight gain, low mood, panic attack, anxiety, pelvic discomfort, hot flushes, loose stools, headache, depression, parity 3 (three children aged 4, 10 and 26), anxiety, constipation, constipation, hearing loss and depression. Previously administered products included: mirena and citalopram. The patient had a family history of breast cancer. Concurrent conditions were listed as abdominal bloating, weight gain and post-traumatic stress disorder. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she experienced pelvic pain (seriousness criterion intervention required), dyspareunia ("dyspareunia"), abdominal distension ("bloating"), headache ("headaches"), genital haemorrhage ("heavy / abnormal bleeding"), a first episode of mental disorder ("psychological / psychiatric problems"), urinary tract disorder ("urinary/bladder problems"), bladder disorder ("bladder problems"), a second episode of mental disorder ("psychological issues"), anxiety ("anxiety") and loss of libido ("loss of libido") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (hysterectomy bilateral salpingectomy). At the time of the report, the dyspareunia, abdominal distension, headache, genital haemorrhage, hormone level abnormal and urinary tract disorder had resolved. The outcomes for pelvic pain, bladder disorder, loss of libido and the last episode of mental disorder were unknown. The reporter considered abdominal distension, anxiety, bladder disorder, dyspareunia, genital haemorrhage, headache, hormone level abnormal, loss of libido, the first episode of mental disorder, the second episode of mental disorder, pelvic pain and urinary tract disorder to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2019: both essure micro inserts are seen at satisfactory position at the junction between the myometrium and fallopian tube bilaterally. Both essure micro inserts are seen at satisfactory position at the junction between the myometrium and fallopian tube bilaterally.; on (B)(6) 2019: shows that the essure devices are in the right place; on (B)(6) 2020: essure devices in right place. [X-ray] on (B)(6) 2017: device is correctly sited. He01106- invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received. New events anxiety, mental disorder and loss of libido are added. Medical history, reporter information updated. Lot number updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems") and urinary tract disorder ("urinary/bladder problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the dyspareunia, abdominal distension, headache, genital haemorrhage, hormone level abnormal, mental disorder and urinary tract disorder had resolved. The reporter considered abdominal distension, dyspareunia, genital haemorrhage, headache, hormone level abnormal, mental disorder and urinary tract disorder to be related to essure. Most recent follow-up information incorporated above includes: on 1-mar-2021: insertion date, removal date and events bloating, dyspareunia, headaches, heavy/abnormal bleeding, hormonal problems, psychological/psychiatric problems, urinary/bladder problems added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.